Manufacturer narrative:
(B)(4). Concomitant product(s):- a 650-1056 cer bioloxd option hd 32mm lot 117940. A 11-104110 mlry-hd por fmrl 10x155mm lot 397470. Reported event was unable to be confirmed. Device history record (DHR was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed to report this event. Please see associated reports:0001825034-2017-03572, 0001825034-2017-03575.

Event description:
It was reported that the patient underwent a third left hip revision approximately 3 month post the second revision surgery, due to pain. Attempts have been made and additional information on the reported event is unavailable.